Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
On (B)(6) , a journal article titled "trabecular metal tibia still stable at 5 years", by anders henricson et.al was received reporting 1 patient in the tm group was revised 19 months post op for persistent pain and stiffness of the knee. Additional information received stated patient received a tmt in the left knee (B)(6) 2003. Due to anterior knee pain, a secondary patellar component was put in (B)(6) 2004.